Event description:
It was reported that during a coronary stent procedure, the pt had compromised flow after stent placement. The physician inserted and inflated the balloon catheter which became stuck in the stent and subsequently broke during removal. The pt was sent for bypass surgery. Pt status is listed as "stable".

Event description:
It was further reported that it was not possible to retrieve the retained catheter fragment during coronary bypass surgery. The catheter tip remained lodged in the stent.